Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer¿s blood glucose value was 275mg/dl/ troubleshooting was performed but the display did not return after inserting a new battery. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.